Event description:
It was reported that following a carotid stenting treatment procedure, the stent did not appear to be fully apposed and patient complications occurred. The 70% stenosed target lesion was located in the moderately tortuous left internal carotid artery (ica). Access was obtained via the right femoral artery. A filterwire ex cross the lesion and at 5cm distal to the lesion, the filter was expanded. Ivus was performed with a non-bsc catheter. The lesion was predilated with a 2.5x20mm non-bsc balloon. A carotid wallstent monorail 10.0-24 stent was implanted to treat the target lesion. 1 ampule of atropine was given for unspecified reasons. Postdilation was performed with a 4.0x20mm sterling mr balloon catheter. Ivus was performed which revealed a "gap of blood vessel diameter" along the distal and proximal ica as well as the common carotid artery with a part of the previously implanted stent "not properly" apposed to the vessel. No additional intervention was performed and the carotid stenting treatment procedure was considered to be finished. Intracranial angiography was performed and during the angiography, the patient's blood pressure increased from "170 to 230" and the patient's heart rate increased from "78 to 130". The patient lost consciousness and was unable to respond to commands. Unspecified medications were administered and 20 minutes later, the patient's condition was noted to be "better". An intercranial ivr-CT scan revealed no bleeding and infarction was confirmed. The procedure was completed. At 5 days later, the patient was noted to be paralyzed on his right side with neurological symptoms but was noted to be "getting better". The patient was discharged 7 days later and requires rehabilitation "exercises".

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)